Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (tablet currently reading morphine 2 mg/day (realistically it at tablet currently reading 0.166 mg/day (per tech services acc) via an implantable pump for unknown indications for use. It was reported that the patient was not experiencing any symptoms, but they were hospitalized for sickle cell issues at this time in the intensive care unit (ICU). The healthcare provider (hcp) reached out to say the patient had a discrepancy in pump dose and concentration that was found out on (B)(6) 2025. Per the tablet, the patient had morphine 2 mg/ml. Per other forms of documentation at (B)(6), the patient had dilaudid 2.5 mg/ml in the pump. The dilaudid was ordered in january for the patient's pump refill by, but the concentration and medication were not ever changed in the tablet, therefore inaccurately reflecting the changes made. The hospital was requesting for accurate information on what is in the patient's pump for safety/liability purposes. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) stated that the patient was at a rate of 0.166mg/day as of right now. They reached out to medtronic technician services who helped come into a conclusion that the patient was realistically on 0.207 mg/day of dilaudid given the change in concentration that was not documented in the tablet. The technician services explained that the patient needed the med, dose, and concentration changed (without a bolus) in the tablet to reflect accurately what was being given. She requested a company representative to be at the patients next pump appointment with her, given the patient was not experiencing symptoms of any over/underdose or any related symptoms to the pump. A representative will be present at the next pump appointment for the patient to fix the misinformation the pump was showing. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was received from a healthcare provider via a company representative (rep) stated that there was misinformation on the tablet from a refill by a different provider. The drug and concentration were not changed at a refill appointment per the (B)(6) team. The patient was still in the hospital therefore the (B)(6) team could not change the information in the tablet. The clear team plans to change the patient drug, concentration, and dose when the patient is discharged from the hospital at his next pump appointment. Furthermore, a rep will be present.